Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician (biomed) at a user facility reported that at the end of a patient¿s hemodialysis (hd) treatment using a fresenius 2008k hd machine, there was too much ultrafiltration (uf) fluid removal. It was stated that the patient¿s uf goal was 900 ml, but a total of 1200 ml of fluid was removed. There was no patient injury and treatment was completed. The uf pump volume has been checked and it was correct. Additional information was requested and was not received to date.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
53a biomedical technician (biomed) at a user facility reported that at the end of a patient¿s hemodialysis (hd) treatment using a fresenius 2008k hd machine, there was too much ultrafiltration (uf) fluid removal. It was stated that the patient¿s uf goal was 900ml, but a total of 1200ml of fluid was removed. There was no patient injury and treatment was completed. The uf pump volume has been checked and it was correct. Additional information was received and revealed the hd patient had been completing hd treatments for three weeks and dialyzed twice a week. The patient had been weighed on a standing scale and the patient did not eat or drink during treatment. There were no reported patient symptoms during and after treatment, and no medical intervention was needed. No adjustments were made to the patient's uf goal, rate or time. The patient's pre-treatment weight was (B)(6) and the patient's post-treatment weight was (B)(6). The patient was able to continue regularly scheduled hd treatments without any problems. The ultrafiltration pump was re-calibrated to resolve the issue.

Manufacturer narrative:
Date of event: (B)(6) 2017 a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
53a biomedical technician (biomed) at a user facility reported that at the end of a patient¿s hemodialysis (hd) treatment using a fresenius 2008k hd machine, there was too much ultrafiltration (uf) fluid removal. It was stated that the patient¿s uf goal was 900ml, but a total of 1200ml of fluid was removed. There was no patient injury and treatment was completed. The uf pump volume has been checked and it was correct. Additional information was received and revealed the hd patient had been completing hd treatments for three weeks and dialyzed twice a week. The patient had been weighed on a standing scale and the patient did not eat or drink during treatment. There were no reported patient symptoms during and after treatment, and no medical intervention was needed. No adjustments were made to the patient's uf goal, rate or time. The patient's pre-treatment weight was (B)(6) and the patient's post-treatment weight was (B)(6). The patient was able to continue regularly scheduled hd treatments without any problems. The ultrafiltration pump was re-calibrated to resolve the issue.